Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the left ventricular (lv) lead exhibited a significant threshold rise. Chest x-ray and fluoroscopy confirmed that the lv lead had slightly pulled back but was not fully dislodged. The lv lead was explanted and replaced. The patient was in stable condition.